Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2007 in the left (os) eye. One day postoperatively, the patient presented with stage 3 diffuse lamellar keratitis (dlk). The patient was prescribed topical steroids. The following day, the doctor perfomed a flap lift and rinse. Four days later, the doctor opted to perform a second flap and rinse. The next day postoperative checkup, dlk had resolved. The patient's preoperative best corrected visual acuity (bcva) was 20/16 both (ou) eyes. Postoperative bcva as of approx two months later, was 20/16 on os. Postoperative bcva for the right (od) not provided. The patient is responded to treatment and dlk has resolved. The association between the event and the device is unknown. Note: intralase was informed of adverse event one day earlier.

Manufacturer narrative:
In 2007, an intralase field service engineer (fse) visited the site and performed scheduled preventative maintenance - no adjustments were required. The following month, an fse returned to site due to dlk report and calibarated z-baseline offset and found the system met specifications and performed as intended upon departure. An intralase clinical applications specialist (cas)has been in contact with the site obtaining patient follow up status and trying to identify a possible root cause. Although a single root cause was no identified, the site made the following changes: introduced use of head coverings for staff, disposable covers for buttons on system which are changed after every procedure, use of different cannulae, speculums, modified energy by 0.05uj lower and cleaned the humidifier and ventilation system. Since implementation of changes noted above, the site has seen a reduction in dlk cases.